Manufacturer narrative:
The reported event of ¿tip of the cps delivery system had broken off of the sheath¿ was confirmed. As received, a cps catheter was returned with dilator and insertion tool for analysis. Visual inspection of the catheter found the distal tip to be damaged, and the grey soft tip was detached and not returned for analysis.

Manufacturer narrative:
Correction: previously reported as 'prolonged surgery' malfunction, corrected h6 and b5 to reflect intubation and event type updated to serious injury,

Event description:
During retrieval attempt, patient intubation was necessary. Following procedure, the patent was taken to the intensive care unit.

Event description:
It was reported during procedure that the catheter tip had broken off from the sheath. The tip became wedged in the patient's pulmonary artery. Retrieval was attempted but unsuccessful. The pocket was closed. The patient was stable.